Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID d354trg implanted: 2012-(B)(6); product ID 5076-52, implanted: 2007-(B)(6); product ID 694758, implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that an infection and erosion occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.